Event description:
An optometrist reported a bilateral case of diffuse lamellar keratitis (dlk), observed at two days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted halos. Upon follow up, the report of dlk was confirmed and indicated dlk was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. (B)(4).